Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The surgeon completed a robotic lap myomectomy, and the robot was undocked. A 15mm trocar was inserted into the umbilicus. Morcellation began using the pks plasma morcellator and after about 10 minutes a mesenteric vessel began to bleed rapidly. The pt was brought to an open or room and a vascular surgeon was called in to repair the bleed. The surgeon said it was not thermal damage or a puncture, it was more of a tear. The surgeon thinks that the problem occurred during the insertion of the trocar.